Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) evaluated the instrument and found dried serum on the tip and plunger clamps along with a worn 2-pole ribbon cable in the reported problem area of the pipette assembly. The plunger clamp, lld contact spring and 2-pole ribbon cable were replaced. The instrument was inspected, tested without further problem, and returned to svc.